Event description:
Resident was being transferred to the toilet with a care stand and 2 staff members. The plastic clasp on the belt came apart while the resident was in a standing position. According to the facility the resident fell backwards and hit her head on the floor. This resulted in a head laceration. The resident was hospitalized where a MRI revealed intracranial bleed. The resident has since been released from the hosp.

Manufacturer narrative:
A rep from medcare went to the facility to investigate. It was determined that the approximate age of the belt in use was 7 yrs. Based on the condition it was in it should have been removed from service. Slings and belts are to inspected for wear and tear before and after each use. Also, it is hard to understand the claim that the resident fell backwards because the belt came unclasped. The belt is fastened in the front of the resident. If this comes unclasped the resident's backside would still be supported.